Event description:
A female pt underwent an abdominal aortic aneurysm repair on (B)(6) 2010. The physician implanted two iliac leg grafts and a main body extension. On the final run, a type 1 proximal leak occurred due to a chunk of calcium in the proximal neck. The interventionalist reballooned, being warned that if he was to go outside of the graft to balloon carefully. After another run, the leak had reduced. The decision was made to balloon a second time going outside the graft. Significant pressure was given on the second ballooning, a give in the aorta was observed and the calcium had pushed through the vessel. A run showed extravasation at the renals, the coda balloon was inflated, and a proximal cuff was placed to try and cover the perforation. The pt stabilized after blood was given but was not recovering. The pt signed a do not resuscitate form on her hospital visit the prior week. Due to her age (B)(6) and the previously signed do not resuscitate form, not being valid for her procedure, the surgeon spoke with the family. The pt's demand prior to surgery was not to be opened. The decision was made not to open, and the pt expired. The pt expired from the extravasation at the renals.

Manufacturer narrative:
Death is labeled in the IFU. Endoleaks are labeled in the IFU. Three images from separate angiography runs were returned to assist with this investigation. The zenith device has completed design control requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. In regards to endoleaks, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects: anatomical criteria, anatomical conditions, proper ballooning sites. Specifically, the IFU states that severe proximal neck angulation and calcification at the proximal neck may affect successful exclusion of the aneurysm. Irregular calcification may compromise the fixation and sealing at the implantation site. The coda balloon IFU states that over-inflation of the balloon may result in vessel damage/rupture. When used to expand a vascular prosthesis, the entire balloon should remain within the prosthesis. It is assumed that the pt was medically fragile based on the info provided. The reported irregular calcification and neck angulation resulted in a type 1a endoleak. The aorta ruptured while using a coda balloon to treat the endoleak. Ballooning was performed outside the prosthesis, resulting in vessel rupture. The physician attempted to repair the rupture with placement of a main body cuff. The pt was stabilized, but unable to tolerate evar and subsequent complications. At the discretion of the pt's family, no further treatment was administered and the pt expired. Pt anatomy and user technique resulted in the reported difficulty. At this time, there is no indication that a design or process induced failure of the complaint device resulted in the reported endoleak. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated per quality engineering risk assessment (qera) and the risk associated with the failure mode will remain at an acceptable level with inclusion of the event. Risk mitigation is not required at this time.